Manufacturer narrative:
Continued e1: phone number: (B)(6). Clarification section d: device has been defaulted to a saline device, as type of device is unknown. Device status is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation (rupture).

Event description:
Healthcare professional reported right side rupture. Device status is unknown.

Event description:
Healthcare provider reported "we have a new case of ruptured implants from the beginning of the year and pending management." Healthcare provider confirmed rupture. This record is for the right side. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted and replaced.